Event description:
In 2006 a gore tag thoracic endoprosthesis was implanted to repair a thoracic aortic aneurysm. The physician ballooned the distal end of the device with a gore tri-lobe balloon catheter. As the physician advanced the balloon catheter towards the proximal end of the device, the device moved forward and partially covered the pt's left common carotid artery. The physician attempted to pull the device back to its original position with the gore tri-lobe balloon catheter, and a coda balloon catheter. A final intraoperative angiogram revealed that the device flares partially covered the ostium of the pt's left common carotid artery and no impedance to blood flow was observed.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.